Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that the knob of the battery oscillator device separated/disassembled, fell apart, the device could not engage the attachment device, the terminal had rust stains, and the device had a sticky trigger. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check for sticky trigger, and check oscillation frequency. It was noted in the service order that the device was unable to connect the blade. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.